Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that they were seeing the patient on the day of the report for reprogramming. The patient reported a shocking/jumping/¿hiccups¿ sensation since (B)(6) 2019. The rep mentioned that when it happened on the day of the report, the patient was just sitting in a chair. The rep described it as abnormal and that it looked visually uncomfortable. They indicated that impedances were run, and everything looks normal. No trauma was reported. The rep stated that when the patient left the appointment, they did not experience any of the symptoms. They mentioned that the patient reported discomfort. However, the patient stated that it doesn¿t bother them, but more so of an annoyance. The rep noted that the patient wouldn¿t want to do anything to interfere with their therapy as it has been working for them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-jul-03 reporting that the patient went home on new settings. It was noted that if the issue occurred with the new settings that the consumer was advised by the provider to turn stimulation off for a day and observe if the sensation still occurred. The cause of the shocking was unknown. No further complications were reported.